Event description:
It was reported that the patient developed an infection. The patient was placed on antibiotics. Additional information was received that the patient was doing much better. The physician did not believe that the ipg caused the infection.

Event description:
It was reported that the patient developed an infection. The patient was placed on antibiotics.